Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, a flexor high-flex ansel guiding sheath separated and unraveled at the level of the hub while pulling the device back one centimeter. The sheath was removed by hand, and another device of the same type was used to successfully complete the procedure. The procedure was a lower tibial angioplasty via contralateral access in the left common femoral artery. The access site was not scarred and the bifurcation was not steep. The anatomy was mildly tortuous, and some calcification was reported. Resistance was not encountered during advancement or removal of the sheath, nor was resistance encountered during advancement or removal of ancillary devices (including another manufacturer's 0.014-inch wire and unspecified 0.018 intravascular ultrasound device) through the sheath. The hub was used to pull the sheath from the patient. The intravascular ultrasound device was in the lumen of the sheath at the time of separation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The shaft was separated and unraveled with sheath material still in the hub. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device instructions for use (IFU) states, "if resistance is encountered during sheath advancement, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in house or out in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that the cause of failure mode could not be concluded. There is currently a CAPA investigation open to investigate this product failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an unknown procedure, a flexor high-flex ansel guiding sheath separated and unraveled at the level of the hub while pulling the device back one centimeter. The sheath was removed by hand, and another device of the same type was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address= (B)(6). E3: occupation = lead tech and ordering. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available and inadvertently omitted from the initial report. The procedure was a lower tibial angioplasty via contralateral access in the left common femoral artery. The access site was not scarred and the bifurcation was not steep. The anatomy was mildly tortuous, and some calcification was reported. Resistance was not encountered during advancement or removal of the sheath, nor was resistance encountered during advancement or removal of ancillary devices (including another manufacturer's 0.014-inch wire and unspecified 0.018 intravascular ultrasound device) through the sheath. The hub was used to pull the sheath from the patient. The intravascular ultrasound device was in the lumen of the sheath at the time of separation.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.